Event description:
It was reported that the external pulse generator (epg) was pacing inappropriately and will be sent back for repair. There were no patient complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). Analysis found a loose connection in the connector receptacle of the external pulse generator. Correction: further review prompted a change in the device analysis results.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis found a loose connection in the connector receptacle of the external pulse generator.

Event description:
It was reported that the external pulse generator (epg) was pacing inappropriately and will be sent back for repair. Additional information received indicated that there was a pacing failure. There were no patient complications reported as a result of this event.